Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the second penumbra smart coil (smart coil) pusher assembly. The embolization coil was intact with its pusher assembly. The embolization coil had offset coil windings. The smart coil embolization coils took shape inside the hub of the non-penumbra microcatheter. The non-penumbra microcatheter was kinked approximately 90.5 cm and ovalized approximately 151.0 and 152.0 cm from the hub. Conclusions: evaluation of all three smart coils revealed that the embolization coil windings were offset. This type of damage typically occurs due to improper handling during use. If the introducer sheath is not properly aligned inside the hub of the microcatheter prior to advancement, the embolization coil may began to take shape inside the hub of the microcatheter. If the smart coil is further advanced after the coil has taken shape inside the hub, resistance may be experienced and damage such as offset coil windings may occur. All three of the returned smart coils were attempted to be advanced through the returned non-penumbra microcatheter; however, once the offset coil windings were advanced past the distal tip of the introducer sheath, the embolization coil begun to take shape and the smart coils could not be advanced any further. All three smart coils were then attempted to be advanced through a demonstration microcatheter. The first and third smart coils were able to be advanced through the demonstration microcatheter and out of the distal tip without an issue. While advancing the second smart coil through the hub of the demonstration microcatheter, once the offset coil windings exited the introducer sheath inside the proximal shaft of the demonstration microcatheter, resistance was encountered and the smart coil could not be advanced any further. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-01845, 3005168196-2017-01847.

Event description:
The patient was undergoing a coil embolization procedure to treat a major aorto-pulmonary collateral artery (mapca) using penumbra smart coils (smart coils). During the procedure, the physician placed the initial smart coil in the target vessel using a non-penumbra microcatheter. After inserting the introducer sheath of a new smart coil through the hub of the microcatheter, the physician attempted to advance the coil; however, resistance was encountered when the smart coil pusher assembly reached the hub of the microcatheter and the smart coil would not advance further. Therefore, the smart coil was removed and the procedure was completed using non-penumbra coils and the same microcatheter. It was also reported that the same issue occurred with the next two smart coils. There was no report of an adverse effect to the patient.